Event description:
It was reported to boston scientific corp (bsc), in 2008, that a leveen coaccess electrode system was used during a radio frequency ablation procedure for liver performed in the same month. According to the complainant, the pt experienced a grounding pad burn on her legs during the procedure (the grounding pad is not a bsc device). The pt was treated for her burn(s). The procedure was completed with this leveen coaccess electrode system. There was no serious injury reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(No malfunction of device). The complainant was unable to provide the suspect device lot number; therefore, the device MFR and exp dates are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.